Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the cell-dyn 1800 analyzer is generating discrepant wbc results. The initial result for one patient was 5.0 k/ul, however the retest result was 14.0 k/ul. There were no flags generated. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation (B)(4) - other 0.1 ml sample syringe probe. The customer stated that most the patient sample was from draw done in the lab by lab technicians, tested immediately within five (5) minutes from drawn. The sample may have been drawn by the nurse in the next room and ran within 10 minutes from drawn. The cta informed the customer that white cell distribution might shift within the first 30 minutes from draw, per the cell-dyn 1800 system operators manual. All samples were collected in edta tube, with 10 to 12 minutes hand mix immediately after collection. The customer agreed to perform cleaning and rerun at least one sample. The customer agreed to call the cta back if issue persisted. On (B)(6) 2009 the customer called back stating that the issue persisted after performing recommended troubleshooting. The customer requested a field service visit for issue resolution. On (B)(6) /2009 a field service representative (fsr) found the wbc transducer electrode corroded. The fsr replaced the wbc transducer and performed verification process vp-09 signal processor module verification/adjustment. The fsr also replaced a leaking sample syringe and a contaminated sample probe. The fsr ran precision and quality controls; all passed. The instrument was performing within specifications. No further investigation was required. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to the reported issue.